Event description:
Pt reporting that pump sn (B)(4) that was just sent is reporting "no disp" error explained that the most common reason for this error is the cassette is not aligned properly and the screw is not in perfect alignment. Pt stated she attempted to re-align the cassette three times and still got the same error. Will send pt new pump. The address on (B)(6) for early am delivery. Pt reported no side effects. The malfunctioning pump is being returned. No other info available. Reported to (B)(6) by pt/caregiver. Dose or amount: 64 ng/kg/min, frequency: continuous, route: IV. Dates of use: (B)(6) 2016 to present. Reason for use: pah.